Event description:
A male patient underwent a diagnostic coronary cath procedure (exact date of procedure and patient details unknown). Common femoral artery access was obtained via a 6f sheath. The physician, trained to the mynx procedure, proceeded to prep and deploy the mynx closure device per the instructions for use. Hemostasis was achieved successfully and the patient was ambulated and discharged per hospital protocol. Four days later, the patient returned to the hospital with redness and excessive soreness. The patient was taken to the operating room for a surgical groin exploration in which the site was drained. There was no arterial involvement necessitating vascular repair. It was reported that the patient tolerated the procedure well and recovered without further clinical sequelae. No further patient or procedural details could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited procedure and patient information provided and no culture analysis, the cause of the reported local reaction could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.